Event description:
Customer reported device = 151 mg/dl at 6:34 am. Customer took 5 units of insulin at 7:30am. Customer passed out, emergency medical system (ems) arrived but customer was unsure of the time. Emt device = 30mg/dl. Customer was taken to the hospital. Customer was treated with an IV of glucose solution, orange juice, peanut butter crackers, and test for infection. No controls were used. A request was made for return product and replacement product was sent.